Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked case battery tube noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that the customer experienced hyperglycemia and insulin pump had cracked on the side of the battery compartment. The customer blood glucose level was 430 mg/dl and treated with manual injections. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.